Manufacturer narrative:
Device not returned to manufacturer.

Event description:
On (B)(6) 2015 a customer in (B)(6), reported to biomerieux misidentifications of bacteria, such as listeria when using the vitek ms(tm) . The customer is an industry application, vitek ms(ms) is used for bacterial identification. The customer stated they had misidentification(s) of species on several occasions, for example (no additional dates or testing information was provided): internal food service: sample ref l.ivanovii, result using vitek ms l.monocytogenes - 99.9%. Ground veterinary sample r450 l.innocua, result using vitek ms: l. Innocua 50% and l.monocytogenes 49.9%. Ground food sample l.innocua probable or other monocytogenes, result on vitek ms l. Monocytogenes 99.9% .

Manufacturer narrative:
This report was initially submitted following notification that a customer in (B)(6) reported difficulty confirming listeria strains with vitek® ms. At the customer site, orientation tests are performed via phenotypic differentiation with biochemical methods; these tests provide a first identification (genus and species) and vitek® ms is used to confirm this identification. A patient strain, identified by the customer laboratory as listeria innocua, was sent to a reference laboratory (pasteur institute) where it was identified as listeria welshimerii via anib method. It was noted the identification was obtained with some difficulty. Evaluation of vitek® ms data log files submitted by the customer indicated very similar signals for various tests, suggesting the same species or similar species of organism. This can indicate potential contamination, atypical organism profile, a similar spectra cluster for the organisms, or non-optimal fine-tuning of the vitek® ms instrument. The local field service engineer (fse) was instructed to perform a fine-tuning of the instrument paying strict attention to the high-mass values. Patient strains were re-processed following the fine-tuning procedure; incorrect identification results were still obtained. The customer submitted two listeria strains for investigation: strain 1 - identified at the customer site as listeria innocua; identified at pasteur institute as listeria welshimerii. Strain 2 - identified at the customer site as listeria ivanovii. Internal biomérieux investigation was conducted. Testing included: strain 1: api listeria: listeria innocua. Vitek® ms: listeria monocytogenes, or no identification. Pasteur institute: listeria welshimerii. 16s sequencing: several species of listeria were obtained, not allowing a conclusion to one species. Vitek® 2 gp ID: listeria innocua, or low discrimination between listeria innocua and listeria welshimerii. These 3 species (listeria innocua, listeria monocytogenes and listeria welshimerii) are very close in spectra signal; consequently, it is difficult to separate them. The investigation concluded the vitek ms is performing as intended, and that an atypical organism profile led to the inconsistent identification results obtained for strain 1. Strain 2: api listeria: listeria ivanovii. Vitek® ms listeria ivanovii ssp ivanovii or low discrimination between listeria ivanovii and listeria monocytogenes. Confirmed customer result. The investigation concluded the vitek ms instrument is performing as intended for strain 2.